Manufacturer narrative:
Related MFR # 2916596-2023-03863. Manufacturer investigation conclusion: the pump was not returned. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed chronic driveline infection. A device infection came on top that was confirmed with a positron emission tomography (pet) computed tomography (CT). All treatment efforts including cold plasma, aimed antibiotics, optimized several times, and different wound dressings were performed with no success. The patient ultimately developed sepsis which was not treatable and the patient passed away on (B)(6) 2023. The left ventricular assist device (lvad) operated as expected with no issues.